Event description:
On (B)(6) 2012, transferred from outlying facility where diagnostic cath had been performed due to chest pain. Films reveal 80% stenosis in proximal circumflex. A 3.0 x 10 flextome rx, 3.5 x 15 resolute integrity rx deployed, and 3.5 x 15 nc quantum apex mr to post dilate with good results and timi iii flow. Discharged on medications including asa and plavix. Urgent office visit (B)(6) 2012 states patient has been having constant chest pain since stenting. Admitted to outlying emergency room (B)(6) 2012 and diagnostic cath reveals 70% occlusion with thrombus in proximal circumflex stent. Transferred to our facility and taken to ccl (B)(6) 2012. Thrombectomy performed, and 3.5 x 12 nc quantum apex otw restored timi iii flow. Treated with medications including asa, angiomax, integrilin, and plavix. Plavix changed to effient, and patient discharged on medications including asa and effient.